Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon rupture occurred. The stenosed lesion was located in a moderately calcified left anterior descending (lad) coronary artery. The 2.0 x 8.0mm apex monorail balloon catheter was inflated once, with the balloon rupturing at 8 atms. No patient complications occurred. The patient status was satisfactory.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon rupture occurred. The stenosed lesion was located in a moderately calcified left anterior descending (lad) coronary artery. The 2.0 x 8.0mm apex monorail balloon catheter was inflated once, with the balloon rupturing at 8 atms. No patient complications occurred. The patient status was satisfactory.

Manufacturer narrative:
Device evaluated by manufacturer: a pinhole leak was noted over the proximal edge of the distal markerband. A detailed microscopic examination of the balloon material and distal markerband could not identify any issues which could potentially have contributed to the leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).